Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that during follow up, dislodgement was observed on the right ventricular lead. Programing changes were made. Subsequently when the patient went back for a follow up, loss of capture was noted due to lead dislodgement. The physician attempted to reposition the lead but it was not possible; it is believed that there was body tissue in the lumen. The lead was explanted and replaced. The patient is in stable condition and will continue to be monitored.